Event description:
It was reported that the pt inadvertently delivered a 25 unit bolus; the pt stated that "she thinks she accidently pushed buttons while playing at the sink." At the time of the event, the pump was not locked and the audio bolus button was enabled to deliver insulin at the rate of 1.0 units per button press. The school nurse reported blood glucose was 47 mg/dl shortly after the pt reported "feeling low" and she fed the pt oral carbohydrates. A family member reported that she transported the pt to the hospital and blood glucose upon arrival was about 40 mg/dl. The pt was treated with intravenous dextrose, placed back on the pump for insulin delivery, and released on the same day. The family member is not alleging any pump malfunction or defect; she stated that the pt is wearing the pump without further incident. It was reported that the audio bolus is no longer enabled and that the pump is locked at all time other than during bolus delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. The data for the bg excursion reported on (B)(4) 2010 is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no insulin delivery defects found. There were no defects found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.